Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-13433. It was reported the patient experienced inadequate stimulation with their scs system. In turn, troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-13433. Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2019 during which the lead was explanted and replaced. The ipg was not replaced. Effective therapy was established post-operatively.